Event description:
Report of leaking tubing. Upon arrival, puddle of fluid observed on floor underneath where patient's IV lines were hanging. Upon inspection, leak observed at junction of filter and tubing on tubing where infant was infusing.